Manufacturer narrative:
An investigation was completed to determine the cause of this reported event.intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 blue reload was analyzed, and the findings did not replicate or confirm the customer reported event. The reported event with the accessory could not be replicated nor confirmed. Upon visual inspection, the reload appeared to be unused and unfired. The reload was installed successfully with an in-house instrument when placed on an in-house system multiple time. Additional observation not reported by site: visual inspection was performed and the reload was found to have missing staples at the proximal end. Confirmed initial findings. Installation difficulties could not be replicated through in-house testing. It was observed that the reload was returned with missing staples. No damage to the cartridge material was observed. The reload was not fired. Based on the missing staples at the proximal end, it is likely that during the reload installation process the installation tool was not used or became separated from the reload body during the process. This likely resulted in improper alignment of the reload tail within the instrument channel. The cartridge is design to have its two halves inserted on either side of the knife track. However, if the alignment within the channel is incorrect or if extremely angles of insertion are used, interaction with the channel or knife track of the instrument may result in a partial deployment of proximal pushers.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the stapler 30 blue reload accessory did not load correctly onto a stapler. The procedure was completed with no reported injury.